Event description:
It was reported that a pt underwent a cystocele/rectocele repair procedure on (B)(6) 2010 and suture was used. During plication prior to deploying a mesh graft, the needle broke. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number. Batch ce6839: mfg date: 05/27/2010, exp date: 01/31/2012. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished goods release criteria.